Event description:
On (B)(6) 2013, it was reported that the connected on the patient's infusion set separated from the infusion tubing. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was replaced and was requested to be returned for product evaluation.

Manufacturer narrative:
The complaint describing a leaky of the connection (tube / connector) cannot be verified due to mishandling of the product by the customer. The used transfer set was found disconnected from the connector.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.